Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection observed a damaged lid, bezel, and overlay. The footpedal port is pushed inside the unit. A functional evaluation revealed most settings cannot be tested due to the pushed in footpedal port. The complaint was verified. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include misalignment of the connector when connecting to the unit receptacle in which excessive force or twisting could cause damage. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fa quantum 2 controller connection port was not working. No case reported; therefore, there was no patient involvement. Preliminary results of investigation have concluded that the footpedal port from this unit was damaged preventing the device from functioning which makes it a reportable event.